Event description:
It was reported that during a cryoplasty procedure, add'l intervention was required. The 99% stenotic lesion was located in the non-tortuous and heavily calcified peripheral right superficial femoral artery. The physician advanced the .035- 4 x 100 x 120 polarcath balloon catheter to the lesion, but was unable to cross. The device was removed and the lesion was predilated with a non-bsc balloon catheter. Then the physician advanced the polarcath balloon catheter to the lesion again and was able to cross. During inflation of the balloon, some plaque "showered further down the leg". The plaque was retrieved with a 5 fr multi purpose catheter with syringe. The outcome of the procedure was successful. There were no pt complications. Pt status is reported as "good".

Manufacturer narrative:
Device eval: the complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.